Event description:
It was reported that a revision was performed.

Manufacturer narrative:
The affected device was returned and evaluated. It was noted in our investigation that the surface was discolored to a yellow tint. A dimensional inspection was attempted however several of the device attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted. Our investigation included an analysis by our research and development group which revealed the surface of esterified fatty acids during the term of the implantation may lead to a yellow colored appearance of polyethylene. In conclusion, the yellow colored appearance of the insert resulted from the adsorption of biological residues which disappeared after hexane treatment.